Event description:
It was reported that during a procedure the tourniquet cuff "would not inflate on the first try. On the second try, it inflated, but would not hold pressure." The patient experienced blood loss that required the use of a cell saver.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. No packaging or labeling was returned with the device so the lot number and manufacture date are unknown. Visual inspection of the tube to cuff adapter areas revealed no bond separation. The device was then tested using a leak tester. The device was observed to pass its functional tests. No air leak was detected and the device was found to inflate as intended. Potential causes for the reported issue can be attributed but not limited to; the accessories used, improper connection to accessories or unknown patient/clinical conditions. Sss's IFU for reprocessed tourniquet cuffs states: "inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." Since the packaging and/or labeling was not returned with the device, a review of the lot paperwork could not be performed. The reported event is not occurring more frequently or with greater severity than is usual for the device.